Event description:
It was reported that the patient no longer wanted the ams 700 lgx inflatable penile prosthesis (ipp). The entire ipp system was removed and replaced with a spectra concealable penile prosthesis. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.